Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer requested and received assistance from the helpline in programming the insulin pump. Afterwards the customer reported air bubbles in a reservoir, but stated they would not use the reservoir; troubleshooting was not completed. The customer called the next day for assistance in uploading pump data to the carelink program, and programming a sensor. The customer's reported blood glucose value during the initial phone call was 145 mg/dl. No further information was provided.